Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01227 and 3005099803-2013-01540 address these devices. It was reported to boston scientific corporation that two resolution clip devices were to be used for hemostasis of a gi bleed during a gastroscopy procedure performed on (B)(6) 2013. According to the complainant, the resolution clip device (MFR # 3005099803-2013-01227) was advanced through the scope, to the targeted area; however, when the nurse attempted to expose the clip by pulling the oversheath back, the blue sheath grip detached. The device was withdrawn from the patient, and then a second resolution clip device (MFR # 3005099803-2013-01540) was used, but the same issue occurred; the blue sheath grip detached from the oversheath while attempting to expose the clip assembly for use. The device was withdrawn, and then the procedure was completed using a third resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. This event has been deemed reportable based on the preliminary evaluation results; oversheath cut.

Manufacturer narrative:
Visual examination revealed that the clip assembly was deployed and was not returned. The coil was not kinked, but the control wire inside the coil was kinked. The sheath grip was detached from the over sheath. The over sheath had a small cut and was accordianed near the distal end. Functional analysis could not be performed as the clip assembly was not returned. However, it was noted that the bushing did not advance smoothly through the sheath. The investigation found the sheath grip detached from the over sheath. Based on the condition of the returned device, the reported failure was confirmed. It is likely that due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01227 and 3005099803-2013-01540 address these devices. It was reported to boston scientific corporation that two resolution clip devices were to be used for hemostasis of a gi bleed during a gastroscopy procedure performed on (B)(6) 2013. According to the complainant, the resolution clip device (mr # 3005099803-2013-01227) was advanced through the scope, to the targeted area; however, when the nurse attempted to expose the clip by pulling the oversheath back, the blue sheath grip detached. The device was withdrawn from the patient, and then a second resolution clip device (mr # 3005099803-2013-01540) was used, but the same issue occurred; the blue sheath grip detached from the oversheath while attempting to expose the clip assembly for use. The device was withdrawn, and then the procedure was completed using a third resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. This event has been deemed reportable based on the preliminary evaluation results; oversheath cut.

Manufacturer narrative:
(B)(4) for the preliminary evaluation finding of over sheath cut. The complaint device has been received by the manufacturer; however, the failure analysis is still being performed. Preliminary findings revealed that the over sheath was cut. Therefore, this event is now considered MDR-reportable. A supplemental medwatch will be submitted once the final device analysis has been performed and the complaint investigation has been approved.